Manufacturer narrative:
Product complaint #: (B)(4). An opened box with unopened samples of product were returned for analysis. The issue samples were not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a pediatric patient underwent an unknown surgery on (B)(6) 2018 and suture was used. Two sutures were broken easily at a knot during interrupted suturing. No extra force was applied, and the knot was tied with same knot. Further details are not provided there were no adverse consequences to the patient.